Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. No button error alarms were noted. The pump was received with a cracked case at the display window corners, a cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that she was at the lake prior to the error alarm occurring. Blood glucose level at the time of the incident was 116 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.